Event description:
The catheter became lodged in a cook z stent during an aortic stent procedure. Some degree of force was required to dislodge the catheter. Upon removal from the pt, it was noted that approximately 47mm of shaft was exposed. The distal segment of the catheter remains in the pt by physician choice.